Manufacturer narrative:
(B)(4).

Event description:
It was reported the user met no resistance placing in radial artery, but when began slowly taking out the guidewire, met significant resistance and unable to extract the catheter. Once extracted, the guidewire was bent within the catheter. Patient was monitored after event and there was no harm.

Manufacturer narrative:
(B)(4), the customer returned one arterial catheterization device and the product lidstock for evaluation. Significant signs of use in the form of dried biomaterial were observed on the device. The guide wire was returned threaded through the catheter and cannula. Visual inspection of the guide wire revealed a kink towards the distal end of the body. The catheter was observed to be kinked in the same location. Microscopic examination confirmed the damage. The distal weld was present and observed to be full and spherical. The kink in the guide wire measured 35mm from the distal end. The guide wire length measured 5 1/8", which is within the specifications of 5 1/32"-5 7/32" per product drawing. The guide wire outer diameter measured 0.434mm, which is within the specification of 0.432mm-0.457mm per product drawing. The needle cannula outer diameter measured 0.02805", which is within the specifications of 0.0280"-0.0285" per product drawing. The needle cannula inner diameter measured 0.019", which is within the specifications of 0.019"-0.0205" per product drawing. The catheter body length measured 1.5625", which is within the specifications of 1.541"-1.581" per product drawing. The catheter outer diameter measured 0.04595", which is within the specifications of 0.044"-0.047" per product drawing. Functional inspection of the guide wire was performed per the product IFU which states, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever. Firmly hold introducer needle hub in position and advance catheter forward, with a slight rotating motion, over spring wire guide into vessel. Hold catheter in place and remove spring-wire guide assembly." The catheter was removed from the assembly. The guide wire was fully retracted through the proximal end of the cannula. The guide wire was able to pass through the catheter with minimal resistance. The guide wire tube was then severed, and an undamaged lab inventory guide wire was fully threaded through the needle cannula with no resistance. Therefore, the needle cannula was not observed to be blocked. A manual tug test confirmed the distal weld was fully secured onto the guide wire. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "precaution: if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage. Precaution: do not reinsert needle into catheter to minimize risk of catheter damage." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed one kink in the guide wire body. The guide wire, catheter, and cannula met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, and the fact that the damage was encountered during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the user met no resistance placing in radial artery, but when began slowly taking out the guidewire, met significant resistance and unable to extract the catheter. Once extracted, the guidewire was bent within the catheter. Patient was monitored after event and there was no harm.